Event description:
It was reported that (1) lcsc5 was used during an gastrc bypass procedure. It was reported by the rep that the metallic squealing sound came from the shears and a solid tone was indicated on the unit. Troubleshooting indicated the control unit and the handpiece were fine. Opened another lcsc5 to complete the surgery. There was no consequence to pt.